Event description:
It was reported that a marker band detached from a vena cava filter removal system. The physician completed the retrieval of a vena cava filter and noticed that the marker band was missing from the removal device. He located it in the ivc and used the same removal device to retrieve the marker band, without incident or injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The recovery cone removal system was received for evaluation. The recovery cone was still inside the sheath. No kinks were visible on the catheter. Two claws appeared to be overlapping on each other. The tip of the catheter appeared jagged. This may be an indication that excessive force was used during the procedure. The detached marker band was not returned with the sample; however, the swaged impression of the marker band that was once swaged on, was located on the sheath. Films were received indicating the location of the catheter and the marker band. Based on the eval of the films, it was confirmed that the marker band detached completely from the sheath. The investigation was confirmed for detachment of component. The root cause was unknown. The current IFU (instructions for use) states: do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recovery cone.